Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "safety and performance of a system specifically designed for selective site pacing." Pacing and clinical electrophysiology - pace. 2011; 34 (3): 339-347.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "safety and performance of a system specifically designed for selective site pacing." Pacing and clinical electrophysiology - pace. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this system. Multiple patients and multiple failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: lead dislodgement, perforation, implant failures, twiddler's syndrome, decrease in pacing impedance, and unacceptable thresholds. There were also 22 deaths reported due to non-cardiac, sudden cardiac and non-sudden cardiac issues. There is no allegation that the deaths were device-related. Additional information received through follow up indicated that this lead had increased thresholds and low sensing. The lead remains in use.

Event description:
A journal article was reviewed that contained information regarding this system. Multiple patients and multiple failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: lead dislodgement, perforation, implant failures, twiddler's syndrome, decrease in pacing impedance, and unacceptable thresholds. There were also 22 deaths reported due to non-cardiac, sudden cardiac and non-sudden cardiac issues. There is no allegation that the deaths were device-related.